Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that upon start up of the vela ventilator, it displayed a vent inop message and the lcd touch panel was unresponsive. When evaluating the device, they identified that two out of the four battery packs had burn marks. As this was detected on start up, there was no patient involvement.